Event description:
Information received indicates that the tubing disconnected from the inlet and outlet ports of the arterial filter with little effort. This occurred after the case, during the breakdown of the disposable circuit. The health care professional expressed concern that if the tubing had disconnected during bypass, there may have been adverse effect to the patient.

Manufacturer narrative:
Analysis: the actual device is not available for analysis. An unused product from the same manufacturing lot was obtained for evaluation. A visual inspection of the product with special attention to the arterial filter showed no outward damage. Further inspection shows signs of solvent bonding material on both the inlet and outlet ports of the arterial filter. Pressure testing was performed at 30 psi with no signs of leaks or detachment in either of the inlet or outlet port/tubing connections. An attempt was made to remove the tubing manually and was unsuccessful. The tubing would not detach from the port. Conclusion: with evaluation of a device from the same manufacturing lot, we were unable to duplicate the reported event. The cause of the event cannot be determined. The reported event occurred during disposal of the circuit with no effect to the patient.